Manufacturer narrative:
Initial and final MDR (B)(4).- device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced five events of infusion set kinked cannula from (B)(6) 2025. The two events which occurred in december showed symptoms within three hours of insertion and used for two hours. The other three events occurred three or more hours after insertion and used for twenty four hours. The insertion site was abdomen. The blood glucose level was 457 mg/dl and the patient was treated with correction injection via multiple daily injection. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.